Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was unknown. The patient was hospitalized prior to death on an unknown date for an unknown indication and remained hospitalized until the time of death. It was not reported if an autopsy was performed. Automated peritoneal dialysis therapy was continued during the hospitalization using an unknown baxter cycler, but it was unknown if the patient was connected to the unknown baxter healthcare cycler at the time of death or if baxter healthcare disposables and/or baxter healthcare solutions were being used at the time of death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The device failed functional performance specifications; the failures identified were unrelated to the reported issue. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.